Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: country: norway.

Event description:
It was reported that during an initial surgery, the unit cut unevenly and roughly. There was no patient harm/injury or surgical delay reported. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly; the machined head was damaged, the reciprocating arm and e-ring were worn, the screws were broken, the control bar and needle bearing malfunctioned, and the device was out of calibration; however, the repair has not yet been completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.